Event description:
The physician reported that a vascular access graft placed in 2004, in the patient's left leg in a looped position delaminated. In 2005, the graft clotted. Attempts were made to declot the graft with a different manufacturer's balloon. When the balloon would not transverse the clot a guidewire was run through the stricture and images of the site revealed the apex of the graft was clotted. The surgeon used another manufacturer's work horse pta balloon in an attempt to open the graft. The balloon inflated; however, upon deflation the inner layer of the graft collapsed and pieces got caught in the balloon as it was pulled out. Three bare stents were placed to open the stricture. Extravasation was noted at this point and the section of the graft was removed. The graft would not stay patent. The remainder of the graft was removed the following day. The doctor noted that the anastomotic sites and the apex had outer layer delamination and the beading was loose. In addition, the doctor noted that the graft was extremely difficult to remove due to the outer layer incorporation into the subcutaneous tissue.